Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed accuracy volume tests. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d4: unique identifier (UDI) #. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed accuracy, volume tests" was not reproduced. The device was sent for flow accuracy testing and the device passed within the expected range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.